Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture capture was returned broken into two pieces and off of the device. There are no other visible deficiencies. A functional evaluation showed that pulling the lever closes the jaw and deploys the suture passer. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl ligamentoplasty with facia lata, the firstpass clamp was used to suture the meniscus, and two pieces of the claw remained in the patient's knee. An x-ray was taken, and the two pieces were removed from the patient's knee. It is unknown how the procedure was completed or if there was a delay. No further complications were reported.